Event description:
Customer reported a communication loss between the panorama central station and ambulatory telepack, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system's telepack and duplicated the problem. Corrections included replacement of the unit's main board. Unit was calibrated and safety tested to factory's specifications.